Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the cadiere forceps instrument should be removed from the trocar. It could not be straightened and completely twisted/stuck, so that it could no longer be pulled out of the trocar. It had to be opened outside the site with the key. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.